Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ luer-lok¿ syringe had issues with deformed plunger, cracked syringe body, plunger coming out. They are cracks in the longitudinal direction on the syringe body. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Five samples and photographs were returned in support of this complaint. The samples sent by the customer were verified and it was possible to observe barrel damaged. It was not possible to observe the defects plunger rod broken and stopper separation from plunger. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The potential cause for the problem is a syringe jam on assembly machine system, which caused the barrel damage at follow syringes. That jam is inherent to the manufacturing process and occurs occasionally on the process. As internal action for product, quality improvement will be performed for defects of damaged components and leakage.

Event description:
It was reported that during use of the bd plastipak luer-lok syringe had issues with deformed plunger, cracked syringe body, plunger coming out. They are cracks in the longitudinal direction on the syringe body. There was no report of exposure, serious injury or medical intervention.